Event description:
Information was received from a consumer via a company representative regarding a patient receiving dilaudid 15.0mg/ml at 5.0mg/day via an implantable pump. The other medications the patient was taking at the time of the event were keller 750mg every 6 hours for the last 3 days. The indications for use were non-malignant pain and post lumbar laminectomy syndrome. It was reported that the patient experienced irritation, redness and swelling around the pump pocket in the left buttocks. There were no environmental, external or patient factors that may have led or contributed to the issue. The patient reported blood test around 6 months ago showed elevated white blood cells. The physician thought there maybe an infection. The patient was on antibiotics for 1 month. The symptoms resolved then about 3 weeks later the symptoms returned. The issue was not resolved at the time of the report. The patient¿s entire system would be explanted with plans to re-implant. The patient status was noted as alive, no injury. No further patient complications were reported.